Manufacturer narrative:
On 08/08/2009 (through follow-up with the health-care provider via fax), it was learned that the cause of death was myocardial infarction. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon' therefore, it has been determined that this event is no longer reportable.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had a patch implanted; two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is currently in process.

Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided.